Event description:
Complainant alleged that during biomed testing of the device, the unit would not respond to input commands from the external paddles control switches. The complainant indicated that there was no patient involvement in the reported malfunction.